Event description:
It was reported that the pt had high impedance and an increase in seizures. It is unk if the increase is above or below pre-vns baseline. Pt underwent revision surgery on (B) (6) 2009, to replace the device. Per the explanting facility, the product was disposed off following surgery and cannot be returned to manufacturer for analysis. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.